Manufacturer narrative:
Only the lumbar catheter was returned. The catheter was patent. However, it did not meet the requirements for leak testing. The catheter was observed to be sheared off approximately 24cm from the proximal end. It is unknown how or when the damage occurred. The catheter met the requirements for the tensile strength and elongation tests. The instructions for use that accompany the device cautions that low tear strength is a characteristic of most unreinforced silicone elastomer materials, and that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. It also cautions that to avoid possible transection of the catheter during catheter placement, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle, guidewire, and the catheter must be removed simultaneously. There was proteinaceous debris observed within the interior and exterior of the catheter. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported that when the surgeon did the pre-surgery shunt testing, the lumbar catheter was leaking. The catheter was replaced and there was no injury.